Event description:
It was reported that a pt, who had received v.a.c. Therapy for four months in 2009, for a stage IV pressure ulcer located on the ischium, reported to a local emergency dept, on or about 11 days after completed the therapy, had a piece of v.a.c. Whitefoam excised by sharp debridement after it was inadvertently left in the wound tunnel.

Manufacturer narrative:
During the course of the pt's therapy, dressing changes were performed by several healthcare facilities including, a hospital and a home health agency. Therefore, it cannot be determined when the foam was inadvertently left in the wound. According to the director of nursing at the home health agency, the agency did not have a protocol for recording the number of foam pieces used in the wound. V.a.c. Labeling warns under "foam placement", "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal" , "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."